Event description:
A malfunction alarm was reported by the customer with the code malf 3, which was resettable, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump and advised to continue using it, with instructions to call back if the malfunction code recurs. No further occurrences of the malfunction were reported after resetting the pump.